Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test and seal and cut tests upon testing. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument tip dropped inside of the operative cavity. It was unknown if a fragment was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected immediately when removed from the cereal packaging. No visible damage was noted. No fragment fell into the patient. The instrument tip moved involuntarily into a downward motion. The instrument was in use for about 15 minutes. The functionality of the instrument arm was affected during an incident when the instrument tip moved in a downward direction involuntarily however it did function afterwards without any further issues. The instrument did not collide with any other instruments or other hard material during the surgical procedure; a fragment did not fall inside of the patient during an instrument tip accessory collision. No instrument was removed prior to breakage and the wrist was straightened prior to the removal of the instrument when the incident occurred. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the instrument or cannula were noted. The procedure was completed robotically with no injury to the patient. No fragment fell into the patient; the device had a mechanical malfunction that was resolved.